Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the right ventricular (rv) defibrillation conductor.

Event description:
It was reported that the right ventricular lead was possibly fractured and had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076-52, lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.